Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while testing the navigation system, an imprecision was observed on the demo head varying from 6 to 9 millimeters. It was reported that re-registration and separate trackers did not resolve the reported issue. It was noted that the emitter had no physical damage. There was no patient present when this issue was identified. No additional information was provided.